Event description:
It was reported the pt had difficulties with recharging one week after implant. The pt was able to get 8 coupling bars initially, but after 60 seconds, there were no bars. Troubleshooting was done and showed the device had flipped. The pt was scheduled to have the device flipped back over and suture into place. No further outcome was reported. Additional info has been requested, a f/u report will be submitted if additional info becomes available.